Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the strips. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 19 mg/dl, 101 mg/dl and 19 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 19 mg/dl, 101 mg/dl and 19 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. Note: the reader is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this reader does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.